Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during the gastric tube construction procedure, after the surgeon fully fired the device with no problem they tried to remove the cartridge from the instrument ,however could not. They noted a part of the cartridge or instrument was broken.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use reloadable stapler. The visual inspection of the cartridge noted that the cartridge cover was disengaged. The cartridge cover was returned to its proper position for functional testing. The single use loading unit (sulu) and the returned instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.